Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient¿s husband called stating that his wife has elevated levels of cobalt and chromium from her left hip replacement in (B)(6). She is not experiencing any pain or discomfort.